Event description:
Customer reported having to frequently unplug and plug the pump back in to charge it. There was no reported impact to the customer¿s blood glucose level. It was advised that the customer contact tandem technical support if the issue occurs again.